Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact on the customer's blood glucose level. The technical support team informed the caller that the pump had reset a microprocessor as part of a routine safety feature, educated them on the necessary manual restart procedures, and ensured that the customer understood and acknowledged the instructions. The customer successfully resumed insulin administration without further assistance.